Event description:
The article, "prevalence and clinical outcomes of permanent conduction disturbances after transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study to evaluate the recovery in conduction disturbances post-transcatheter aortic valve replacement (tavr) and its association with clinical outcomes. Devices included in the study were sapien xt, sapien 3, corevalve, evolut r, evolut pro, and navitor. The article concluded that permanent and preprocedural conduction disturbances after tavr were associated with increased heart failure hospitalizations, while the prognostic impact of recovered conduction disturbance may be limited. [The primary and corresponding author was takahiko kai, department of cardiology, st. Marianna university school of medicine, 2-16-1 sugao, miyamae-ku, kawasaki 216-8511, japan, with corresponding email: takahiko.kai@marianna-u.ac.jp] the time frame of the study was from january 2016 to march 2023. A total of 780 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 84 years and the majority gender was female. Comorbidities included diabetes mellitus, hypertension, chronic obstructive pulmonary disease, coronary artery disease, dialysis, heart block, and atrial fibrillation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: prevalence and clinical outcomes of permanent conduction disturbances after transcatheter aortic valve replacement.

Manufacturer narrative:
Summarized patient outcomes/complications of prevalence and clinical outcomes of permanent conduction disturbances after transcatheter aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, chronic obstructive pulmonary disease, coronary artery disease, dialysis, heart block, and atrial fibrillation. Some of the complications reported were heart block, congestive heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: prevalence and clinical outcomes of permanent conduction disturbances after transcatheter aortic valve replacement.